Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was patient was having electric shocks. They started having this last week. Yesterday the patient went into the emergency room (ER) because the shocking got worse. The ER called the interstim hcp and the hcp said to turn the ins off. The patient still felt it a little bit. The patient mentioned their healthcare professional didn't know much about the device and last time they didn't even know how to turn the ins on. This was a sudden change in therapy/symptoms. No further complications were reported as a result of this event.